Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion observed on the adhesive around the lg lens and bending section cover (a rubber) is traced to component failure. Moreover, the cause of the remaining findings could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device evaluation, the service repair technician team indicated that foreign objects were found in the air water cylinder and tube, and corrosion was observed on the adhesive around the light guide lens and bending section cover (a rubber). There was no patient involvement.